Event description:
Complainant alleged that during biomed testing the device did not power up. It was also reported that the device started to smoke. Complainant indicated that there was no patient involvement in the reported malfunction.